Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the controller¿s screen being dim with a dark spot on the screen was confirmed via the provided images of the controller. The system controller (serial number (B)(4) was not returned for analysis, and no log files were associated with the reported event. Per additional information, the controller was exchanged. The root cause of the reported event was unable to be determined through this analysis. Review of the device history record for system controller, serial number (B)(4), showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate ii patient handbook instructs users to regularly inspect their equipment for damage, including damage to the system controller, and to obtain replacements if needed. The heartmate ii patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient noted a dark dot on the system controller screen. About two and a half months later, the brightness of the screen became very low with more dark spots. On (B)(6) 2022 the patient was brought to the hospital for a controller exchange.